Event description:
Subsequent to the previously filed reports, additional information was received on 8/20/2024 after more data was collected for the post-market clinical follow-up (pmcf) evaluation report xience family of stents. Date of event and death were updated to 04/01/2024 as that is end date of the study period for the data collected. Please see the attached pmcf for specific information.

Manufacturer narrative:
Corrections: a2 - age at time of event: updated. B3 - date of event updated from 3/23/2023 to estimated 4/1/2024. B7 - other relevant history: updated. D4 - primary UDI number updated from ni to unknown. D6a - implant date updated from 3/23/2023 to estimated 4/1/2024 e1 - facility name: updated from unknown (B)(6) to unknown (B)(6). E1 - country: updated from (B)(6) to (B)(6). Updated: literature attachment: article title: pmcf rpt2122673 rev d to rpt2122673 rev e released on 8/20/2024.

Manufacturer narrative:
B3: date of event estimated. C4: treatment/therapy start date estimated. D4: the UDI is unknown as the part/lot number was not provided. D6a: implant date estimated. The device was not returned for evaluation. A review of the electronic lot history record and similar incident for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. A conclusive cause for the reported myocardial infarction, thrombosis/thrombus, and stenosis, and their relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional patient effect of death reported in the article is captured under separate medwatch report. Literature: article title: pmcf rpt2122673 rev dna.

Event description:
It was reported through the pmcf report, that the xience stent may be related to death, myocardial infarction (mi), thrombosis, restenosis, target lesion and vessel revascularization. Details are listed in the article, titled post-market clinical follow-up evaluation report xience family of stents. Please see the post market clinical follow up evaluation report for specific information.